Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the pump battery compartment was observed to be cracked from the threads down to the case seal. The battery cap was observed to be missing the contact spring. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the battery cap was damaged. This report is made based on the results of evaluation completed on 12/17/2015.